Event description:
It was reported that the patient never having therapeutic effect from any of her 5 neurostimulator systems. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), product type: extension. Product ID: 3093-28, lot# j0314069v, product type; lead. (B)(4).